Event description:
Pain in abdominal area and hip displacement. Multiple times since implantation. I have had joint pain, weight gain, sleepiness, memory loss, hair loss, bowel/gastro problems, heavy bleeding, lower abdominal pain, and one of my coils has disappeared.